Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2024-00034.

Event description:
It was reported that a roi-a cage and a roi-a anchor plate fractured intra-operatively. There was no reported patient impact; however, there was a 30 minute delay to the procedure. This is report two of two for this event.

Event description:
It was reported that a roi-a cage and a roi-a anchor plate fractured intra-operatively. There was no reported patient impact; however, there was a 30 minute delay to the procedure.this is report two of two for this event.

Manufacturer narrative:
H6: additional method code: 4109. Corrections in d9, g1, and h3. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed deformation damage to the plate. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied to the anchoring plate during insertion. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.